Event description:
The customer reported that he received a speaker failure inop on the screen of the mx800. No pt harm was reported.

Manufacturer narrative:
(B)(4): f/u report will be submitted upon completion of the investigation.